Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health professional reported a right side deflation. Device remains implanted.

Event description:
Health professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; creases fold, linear opening on posterior and wear abrasion. A leak test and microscopic analysis were performed which identified a striated curved opening on the posterior, a crease sharp linear opening on the posterior and an observed void <1 mm in the textured, valve-to shell-bond area which is not considered a workmanship. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is a striated opening assessed as surgical damage consistent with the use of some surgical tool, and a sharp crease opening on posterior assessed as fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional data: b.5., d.7., d.10., h.3., h.6.